Event description:
The customer received questionable creatinine results for two patient samples when tested on an additional p module, serial number (B)(4). The issue occurred twice in last week, with the most recent occurrence (B)(6) 2011. All repeat testing was performed on the same p module. Patient 1, initial result was 2.5 mg/dl (accompanied by a data flag). The sample was repeated on (B)(6) 2011 and recovered 0.7 mg/dl. The 2.5 mg/dl result was initially reported outside the laboratory and was corrected to 0.7 mg/dl on (B)(6) 2011. Patient 2, female, tested (B)(6) 2011, initial result was 3.0 mg/dl (accompanied by a data flag). The sample was repeated on (B)(6) 2011 and recovered 1.1 mg/dl. The 3.0 mg/dl result was initially reported outside the laboratory and was corrected to 1.1 mg/dl on (B)(6) 2011. The patients were not adversely affected by the event. The field service representative determined a fluidics failure of the gear pump was the cause. He also noted the high concentration rinse nozzle naoh dispense level was low. He replaced and adjusted the gear pump head and adjusted the rinse dispense for naoh. After the repair, the field service representative checked the analyzer operation. The customer ran quality control which was within specification.